Event description:
In 2008, the patient reported she received an e4 (occlusion) alarm on her insulin infusion device when she tried to bolus. She stated she has elevated blood glucose in the 300 mg/dl range with her average range being 80- 160 mg/dl. She said she has "body aches, cold chills and a slight fever." She stated she changed her infusion set this morning and bolused earlier today without error. To troubleshoot, the patient was instructed to perform a bolus and she received an e4 alarm. The patient was then instructed to disconnect from her headset and bolus 3 units into the air which went through without error. The patient was instructed to remove her headset and she discovered the cannula was bent. The patient inserted a new headset, reconnected to her infusion device, and gave herself a 10 unit bolus of insulin. The patient was sent sample infusion sets and an infusion set insertion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.